Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0001825034-2026-00180.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0001825034-2026-00180.

Manufacturer narrative:
Cmp-(B)(4) g2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision approximately 2 years and 1 month post-implantation due to pain with radiographic evidence of fracture of all screws securing the glenoid component. During evaluation approximately 2 years postoperatively, the patient presented with pain, and imaging showed all glenoid screws were fractured. At revision, the glenoid component was not integrated and was floating, allowing manual extraction. All fractured screws were removed using a removal kit. The stem was stable; therefore, the stem, tray, and liner were retained. The patient reportedly had a history of reoperation due to infection and metal allergy. Attempts have been made and no further information has been provided.